Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leak is confirmed and appears to be related to the use of the device. One 4 fr sl powerpicc solo catheter was returned for investigation. Use residue was present within the catheter. The distal end was observed to be occluded. Manipulation of the catheter revealed it to preferentially kink near the 3 cm depth marker. The location also appeared to be narrower due to kinking. The catheter was flushed with water using a 12 ml syringe and a two streams of water were observed to leak between the 3 and 4 cm depth marker. Microscopic observation of the leak location revealed a circumferential split with a longitudinal split near the edge of the other split. Wrinkling of the catheter material was observed near the split edges of the circumferential split which suggest material buckling and kinking occurred. The investigation findings are consistent with damage accumulated through flexural fatigue which occurs due to cyclic kinking of the catheter. The cause of the splits appear to be related to the use of the device; therefore, the complaint is confirmed. The product IFU placement precautions state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recw 1442 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was leaking from insertion site when flushing the catheter. When removed there was a hole on the catheter.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recw 1442 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was leaking from insertion site when flushing the catheter. When removed there was a hole on the catheter.